Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02102.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure due to suspected infection. I & d washout, bearing and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.